Event description:
The physician performed a fem-pop bypass procedure on (B)(6) 2011. Intraoperatively, the physician removed the helix from the proximal end of the graft (from the straight side, not the flare side). The physician held the graft with tweezers and attempted to suture the graft. Before suturing the graft, the proximal end of the graft was torn in a lengthwise direction. The torn part of the graft was removed and the graft was sutured.

Manufacturer narrative:
The graft was not returned therefore atrium could not confirm the complaint. The lot history record was reviewed and the product was found to have met all specifications. The description of the incident stated that the helix was removed from the proximal end of the graft and the proximal end was trimmed. Before suturing the graft, the proximal end of the graft was reportedly torn in a lengthwise direction. It is unlikely for the advanta vxt graft to tear in the longitudinal direction unless the wrapping on the graft was compromised during surgical preparation.